Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had dark image. The issue occurred during reprocessing. There was no report of any patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device objective lens was dented, and the light guide bundle was slightly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the dark image was caused by the charged coupled device objective lens being dented. This event was caused by a component failure of the distal end cover glass. And the light guide bundle was slightly interrupted and weakened was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.